Event description:
Dome of in the canal hearing aid became dislodged without patient's knowledge. Pt replaced dome and inserted into ear canal with first dome still lodged. Pt reported to primary care w/complaint of decreased hearing. Upon inspection of ear canal, pc provided discovered missing dome. Dome retrieved by pcp without incident or injury.